Event description:
It was reported that the patient experienced adhesive issues on (B)(6) 2026. The patient stated that the infusion site fell off their body due to the adhesive not sticking properly.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.